Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the device inspection result, the reported event may have been caused by a failure of the olympus camera head ch-s400-xz-ea with serial number (B)(6). The device has no repair history. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to omsc to investigate the cause of error e222. Omsc inspected the device and confirmed the following: there were no visible anomalies in the appearance of the device. When the device was connected and operated according to the instruction manual, there were no abnormalities. The olympus camera head ch-s400-xz-ea with serial number (B)(4) reproduced the reported phenomenon when used with the olympus asset. The device was used with the olympus asset camera head to see if the reported phenomenon was reproduced, but error e222 did not recur. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that when the device was used with the olympus camera head ch-s400-xz-ea with serial number (B)(4), a camera head communication error e222 occurred. Error e222 means that the camera head communication is failed. There was no report of patient injury associated with the event.